Event description:
It was requested to have the mammotome system evaluated for possible vacuum pressure problems. It was indicated that during the procedure a specimen was cut and unable to pull into the collection chamber. The procedure was completed. No pt consequence reported.

Manufacturer narrative:
Info not provided. Evaluation summary: the analysis site could not confirm that the control module was returned with vacuum pressure issues, as the complaint described could not be duplicated, however, the control module was tested and was found to have worn pump mounts causing the pump to be noisy. The pump mounts were replaced to correct the noise issue. The control module was cleaned, disassembled, serviced, and reassembled per design specifications. Complaint information is trended on a regular basis to determine if further investigation is warranted.